Manufacturer narrative:
E1 - facility name was added.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Two gore® viabahn® vbx balloon expandable endoprosthesis (devices) were implanted in the right renal artery as one unit (overlapped). L/s#: 25743762, catalog#: bxa067902a; UDI#: (B)(4) (most proximal) and l/s#: 25785468 (distal extension). Therefore, one manufacturing report is submitted for same family type devices. B20: both devices remain implanted; therefore, direct product analysis was not possible. C19: review of device manufacturing record history confirmed both devices met pre-release specifications. IFU for gore® viabahn® vbx balloon expandable endoprosthesis state: device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: hematoma; stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a study patient underwent an aaa procedure. During this procedure, multiple gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) were implanted in the celiac, right and left renal arteries. On (B)(6) 2023, the patient presented with vbx stent stenosis. As reported, the stenosis was present in both renal arteries. Intervention was performed with balloon angioplasty and non-gore stents were implanted in both renal arteries to reline the existing vbx stents. As stated, the reintervention was performed in the treated segments to prevent eventual loss of patency. The patient recovered well following the intervention.